Manufacturer narrative:
Qn# (B)(4). The customer returned one cvc catheter and a guide wire for analysis. Signs-of-use in the form of biological material was observed inside the catheter. Visual analysis revealed two major kinks and several slight bends on the guide wire body. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were secure and intact. No defects were observed with the catheter. The kinks on the guide wire measured 194mm and 324mm from the distal weld. The guide wire total length measured 602mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .803mm which is within the specification limits of .7 88mm-.826mm per the guide wire graphic. The guide wire length from the juncture hub to the distal tip measured 216mm which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 2.431mm which is within the specification limits of 2.390mm-2.490mm per the catheter extrusion graphic. The guide wire was inserted through the distal tip of the returned catheter. Significant resistance was observed, which prevented the guide wire from passing. A long pin gage was inserted through the catheter body. Large amount of a dried, white substance was observed exiting the catheter body. The appearance of the white substance appears consistent with medication that is injected by the customer. This likely contributed to the resistance encountered during the procedure. Once the white material was cleared, the guide wire was inserted a second time and was able to pass with minor resistance at the kinks. Performed per IFU statement "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The IFU also states, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". The report of a kinked guide wire due to catheter resistance was confirmed through complaint investigation. Visual analysis revealed two kinks on the guide wire. It was also noted that a large build-up of a white substance had occluded the catheter body, which contributed to the resistance encountered during the procedure. Upon clearing the substance, the guide wire was able to pass with minor resistance at the kinks. The guide wire and the catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during the passage of the catheter, the guidewire became tortuosity." No patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during the passage of the catheter, the guidewire became tortuosity." No patient injury reported.